Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving low battery alarms. Her blood glucose was 124 mg/dl. Customer was advised a new battery cap would be sent. On (B)(6) 2015, customer received failed battery test alarms on the insulin pump after receiving a replacement battery cap. Customer's blood glucose was not known. The battery compartment nor spring were found to be damaged. The customer had already replaced multiple batteries, clearing out the alarm before each time.

Manufacturer narrative:
The insulin pump was received with no failed battery alarm, no bad battery alarm and no unexpected low battery alarm noted. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.